Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2017 with the following findings: during investigation, the black box showed a pump reboot event on (B)(6) 2017; deliveries never resumed. Replace cartridge alarm was recorded on (B)(6) 2017 with deliveries resuming. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions during investigation. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of at least 500mg/dl, associated with inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that settings adjustments had been made to the basal rate by the patient's healthcare provider. Further information on the inaccurate delivery issue was unable to be provided. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.